Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customers insulin pump was under delivering due to not working properly and changed out sets and will not allow to adjust basal rates. Customer also experienced high blood glucose and also other symptoms abdominal pain, thirsty. The insulin pump will not be returned for analysis.